Event description:
The reporter contacted animas on (B)(6) 2012 and stated the up arrow keypad button required several hard presses to elicit a response. The reporter denied damage to the keypad. The patient reportedly wore the pump attached to a belt and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the up arrow keypad button was intermittently unresponsive and the other keypad buttons responded appropriately. Evaluation revealed that there was evidence of keypad contamination found under the key contacts and the down arrow key contact was found to be misaligned.

Manufacturer narrative:
(B)(4): there was no vibration due to misaligned vibrate motor pins.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.